Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display was not showing correctly. Blood glucose level was 195 mg/dl. Customer reported that screen is hard to read and it shadowed out, it happened when he was on bolus option. Troubleshooting was performed for partial display. The customer was advised to revert to back up plan per health care provider instruction. Pump being returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.